Manufacturer narrative:
The ge rep conducted an onsite investigation. The part required to repair system is on back order. No further service information was provided.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. This malfunction happened during a case. No pt injury was reported.